Manufacturer narrative:
A ge service representative evaluated and reseated and tightened the lemo connector, and replaced a blown fuse. The system operates as intended.

Event description:
The fse reported an interlock failure error message. This error causes the system to shut down. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.